Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up during a case. Also, an error message was displayed. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the power supply were replaced. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.